Manufacturer narrative:
Repairs have not been completed.

Event description:
The account's maintenance alleged the bed is not alarming when a pt gets out of the bed. He suspects that the tape switches are sticking.